Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperatively it, was obvious that the extraction hole on the proximal portion of the stem looks different from usual. Usually the smaller cavity of the hole shows into the lateral part of the stem. In this case the hole was rotated by a few degrees. It seemed as if the milling at the top of the notch on the original stem was slightly slanted, which prevented the hip stem impactor from fitting properly. This was quite annoying and stressful during cementing. There was no surgical delay. There were no adverse patient consequences. Procedure was finished successfully.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information provided, "intraoperatively it was obvious that the extraction hole on the proximal portion of the stem looks different than usually. Usually, the smaller cavity of the hole shows into the lateral part of the stem. In this case the hole was rotated by a few degrees." The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) photos and (B)(4) label - affected product. Additionally, the photos of the complaint unit were forwarded to the manufacturing site j&j medtech orthopaedics suzhou for a manufacturing investigation. Review of the provided photo could not confirm there was a back slot position deviation. The photo shows the implant implanted in the bone with a trial head attached. The back slot on the top of the stem is visible, however, there is blood and tissue surrounding the slot and the orientation of the slot could not be clearly determined relative to the implant stem. A manufacturing record evaluation was performed for the finished device product code l96414 / lot d24012210. The batch was manufactured on 15-jan-2024. Total (B)(4) parts were manufactured per specification and all raw materials met specification. No non-conformances were identified for this batch of products. The machining process is a validated process and there has been no changes to the machining process. The cnc lathe program that lot d24012210 was machined on has been reviewed. It has been confirmed the batch was machined based on the correct datum calibrated during fixturing, therefore the machining direction of the product back slot is parallel to the vertical center line of the taper and would not lead to the deviation of back slot described in the complaint. The back slot position feature is inspected through a first/last off gauge inspection. 100% visual inspection of the back slot is also conducted. All complaint records from 31-mar-2023 to 31-mar-2025 have been searched and reviewed in ecm, no record is related to the issue described in this complaint. A search of the jnj medtech quality system was completed for product code d24012210 and term ¿corail¿, there were no non-conformities (nc) or capas related to the issue described in this complaint. As the device has been implanted and is not available for analysis, the compliant cannot be confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code l96414 / lot d24012210. The batch was manufactured on 15-jan-2024. Total (B)(4) parts were manufactured per specification and all raw materials met specification. No non-conformances were identified for this batch of products.